Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that they were in hospital due to a diabetic ketoacidosis. The insulin pump alarmed no delivery. The customer was in intensive care unit. The buttons on the insulin pump were very hard to press. The customer was hospitalized on (B)(6) 2017 with a blood glucose level of 712 mg/dl. The customer was vomiting when she came in. She was placed on insulin drip. The customer was wearing the insulin pump at time of hospitalization. The no delivery alarm was resolved with a reservoir and infusion set change. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The product code and common device name provided with the initial report was incorrect. The correct information has been provided with this report.